Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3b patient gender: male was the answer provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3: date of event: unknown/asked information was not provided. The best estimation date is between (B)(6) 2022 and (B)(6) 2024 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dib00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the suspect iol was explanted due to unknown reasons and the explanted iol was replaced with a za9003 12.0 diopter iol. There was no vitrectomy required during the lens exchange procedure. It is unknown if medical attention was required or if medication was prescribed (outside of standard care). Patient status post lens exchange is unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 13-nov-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a plastic tube. Visual inspection under magnification reveals the lens was received cut in half and stuck together. The lens was cleaned and unstuck revealing no further issues. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications and the complaint issues reported could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.